Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
The doctor reported that the patient presented with a mobile crown. X-ray evaluation revealed a fracture at the implant neck. During the implant removal procedure, the implant removal tool also fractured. Procedure not completed. Bone regeneration was performed.